Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulato r (ins). It was reported that a patient had a painful ins pocket that started a short while ago. The rep stated the ins seemed to be very shallow under the skin. The rep noted there was no infectious process or open wound. The patient stated they only received mild to moderate relief of their pain targets and decided against a pocket revision. The patient decided to explant the entire system rather than revise the pocket. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.